Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope image was mirrored and could not be reversed. The mechanics of the camera were defective/slow. The optics were almost new. The procedure was completed as planned with a delay of about 5 minutes. Isi followed up with the initial reporter and obtained the following additional information: the endoscope did not move freely. The procedure was completed using a backup endoscope. The customer was not able to confirm if the issue occurred prior to starting pre-anesthesia or post-anesthesia, and also could not confirm if the ports were placed when the issue occurred and if the event involved a reversed control on system arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. There was corrosion on ic emi fingers, delamination at the cable over mold, and discoloration of housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.